Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to a picture provided by the customer, a black strip of foreign material was observed inside of the pouch of the device. Due this condition a manufacturing investigation was performed to find the root cause of the issue. According to the investigation, during the packaging process, inspections are performed according to packaging inspection procedure and post packaging/pre-sterilization inspection, related to inspection of the packaged devices, product and verifying compliance of work order package. Due to the conditions observed in only the picture that was received, it is not possible to establish the root cause since the investigation indicated that the packaging of the product was in accordance and all the process was successfully documented in the device history records (DHR) with the procedures established at the manufacturing facilities. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to qdot micro approved under PMA # p210027. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro and a foreign material was found in the bag. It was reported that before the operation, foreign material with movement was found in the bag used for the device packaging before the package was opened. A second device was used to complete the operation. There was no adverse event reported on patient. The reported device was not used in patient.